Event description:
Pt has a cordella pulmonary artery sensor in place, as part of a clinical trial. We receive notice that the device requires recalibration. The numbers received are not accurate. The patient has to undergo a repeat right heart cath (which requires mild sedation) to have the device "recalibrated". No where in the consent form does or in study documents does it tell doctors or patients that his is expected. This is now the third patient who has needed recalibration.